Manufacturer narrative:
A system check was performed after the erroneous result and the unwashed portion failed. A field service engineer (fse) was dispatched on (B)(6) 2010. The fse performed a preventative maintenance (pm) and rebuilt the precision pump. The fse then performed a system check and specifications were met. Although hardware issues were addressed, no clear root cause could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining low troponin (accutni) result within the risk stratification range for one patient's sample. Upon repeat the results were above the ami cutoff. The no reports of death, injury, or change to patient treatment have been reported in connection with this event.